Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the lower left and the lower right of a display have a crack. The customer stated that the reservoir window had a crack and the battery cover is damaged.

Manufacturer narrative:
Findings: unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window.